Event description:
On march 16th, 2010, our quality department received the information about the following event: area leader of the hospital reported via our sales rep, that the chief surgeon stated during the surgery when he was inserting the cannulated screws that it was not possible anymore to remove the k-wire. At the attempt to pull out the wire by using an accumulator drill, the tip of the k-wire has got stuck in the vertebra. According to mr. K information, the pt was not impaired by this event.

Manufacturer narrative:
K-wire tip is stuck in pt's vertebra, it is made of a biocompatible stainless steel material. No revision surgery is scheduled at this time. Additional information has been requested and if made available will be reported in a supplemental.